Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator service required condition. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the device failed a repair test step relating to 'internal flow verification.' The service technician states that the system printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, a not-reportable 'speaker fail' error was found in the device's error log and the speaker assembly was replaced to resolve the issue. The muffler assembly and air inlet foam filter were replaced. The device passed final testing after the necessary replacements.